Event description:
The hospital reported that vasoview hemopro used for an endoscopic vein harvesting procedure had an issue. Tip of the jaws broke during harvesting. They are hesitant to use product that has the same lot #. Requesting to send back remaining product on shelf with same lot #. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. The device was returned inside its packaging material. The device was removed from the plastic protective material. A visual inspection was conducted. The jaws were observed to be intact, no visual defects were observed. The silicone insulation on both the cold and hot jaws were observed to be intact. No visual defects observed. There was no reported failure stated, the device was returned in response to other similar devices with damage to the jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based upon the received condition of the device, it is not possible to confirm the reported complaint as there was no device malfunction.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro used for an endoscopic vein harvesting procedure had an issue. Tip of the jaws broke during harvesting. They are hesitant to use product that has the same lot #. Requesting to send back remaining product on shelf with same lot #. No patient involvement.